Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed that the probe, wash station, and connectors on back of waste bottle need to be replaced. Fe replaced the probe, wash station, and connectors on back of waste bottle. All diagnostic checks passed. Repairs have returned this instrument to expected operation.(B) (4)

Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.probe drip can lead to dilution of reagent / sample, carry over and / or cross contamination, and erroneous test results which could lead to transfusion of incompatible blood.